Manufacturer narrative:
This device is same and/or similar to a device approved for distribution in the u.s.

Event description:
It was reported that there was difficulty in performing a venipuncture with a jelco® radiopaque catheter, causing pain and injury to the patient. No permanent injury was reported.